Event description:
It was reported that during a laparoscopic hepatectomy, the jaws of the device did not open at the first stroke of the first firing. The device was used on the glisson¿s capsule. The cartridge was gold. Another competitive device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, the cartridge loaded in the linear stapler was 1/4 fired. The sales rep explained possible causes of issue and the doctor was convinced. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: during the procedure using the device, it was reported that the jaws did not open at the 1st stroke of the 1st firing. Did the jaws eventually open during the case? If the jaws did not open during the case, how was the device removed from the tissue?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: during the procedure using the ec60a it was reported that the jaws did not open at the 1st stroke of the 1st firing. Did the jaws eventually open during the case? --- this event occurred for functionality out of the patient, so there were no adverse consequences to the patient. If the jaws did not open during the case, how was the device removed from the tissue? --- na